Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) cannot be determined. The reported mitral regurgitation (mr) was a result of the reported slda as the mr returned after the slda occurred. The reported patient effect of mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported medical intervention and hospitalization were a result of case specific circumstance as a second mitraclip procedure was performed where one clip was successfully implanted stabilizing the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: on (B)(6) 2021, a second procedure was performed to treat stabilize the slda. It was noted that the mr was at a grade of 4+. One clip was successfully implanted, stabilizing the slda and reducing mr to a grade of 1-2. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: echocardiography was performed on (B)(6) 2021 and it was confirmed the clip detached from posterior leaflet and remained attached to the anterior leaflet (slda). No additional information has been provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) cannot be determined. The reported mitral regurgitation (mr) was a result of the reported slda. Recurrent mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment and recurrent mitral regurgitation on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was placed on the mitral valve, reducing mr to a grade of 1+. On (B)(6) 2021, the patient returned to the hospital for the one month follow up. Echocardiography showed the mr had increased to a grade of 4. The physician suspected the clip had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). No additional information was provided.